Manufacturer narrative:
The customer's instrument logs were reviewed using log-ic for the samples tested in november 2018 and did not identify conclusively that an instrument or sample integrity issue occurred. A review of ticket trending and a search of complaints for lot 67309un18 did not identify an increase in complaint activity related to falsely elevated results. Historical performance of lot 67309un18 was evaluated using world wide data from abbottlink. The patient medians (divided into 3 groups) and cal f rlu median were analyzed and compared to an established limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu median for lot 67309un18 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 67309un18. Additionally, heterophilic blocking tube (hbt) testing was performed on the returned serum sample and indicates possible heterophilic antibody interference. Dilution recovery testing on the serum sample indicates a possible interferent in the sample. Dilution recovery testing on the plasma sample does not indicate an interfering substance. Interference was seen with the serum sample, therefore, we conclude that the possibility exists that the anomalous result is associated with this particular patient. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect troponin-I, lot 67309un18.

Manufacturer narrative:
Complete information for patient information, patient identifier = (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one female patient. The results provided were: historically on architect (since 2014) the patient runs about 1.2mg/dl / (B)(6) 2018 = 1.5mg/dl; (B)(6) on (B)(6) 2018 = 1.5mg/dl / emergency room nurse ran an istat = 0.0. There were two tubes drawn and the architect results = 1.5 / 1.49; two different istats = 0.0. The samples were sent to a sister facility where they were tested on a dimension xl = 0.00. There was no reported impact to patient management.